Manufacturer narrative:
As no further information concerning this event is expected our investigation is complete. This event will be updated should additional information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, as well as poor sensing and pacing for the past five months. As the patient was not pacemaker dependent, the lv lead was deactivated and remains in situ. No adverse patient effects were reported.